Event description:
A report was received on (B)(4) 2013 regarding an allegation that a female patient sustained "a severe injury" during a tympano-mastoidectomy procedure to remove a cholesteatoma (cyst) in her right ear on (B)(6) 2009 at (B)(6). According to the information received from the law firm representing the involved ent clinic in a medical malpractice case, which indicated that one of the two e9010 high speed drills and the carbide burrs were used in the procedure. It is unknown which drill was used. A brief follow-up with the user facility by conmed linvatec representative revealed that the injury was not a result of the e9010 drill malfunctioning. The report alleged that the patient's facial nerve was accidentally cut resulting in a permanent paralysis of the muscles of the right side of her face. The report also indicated that the patient has had surgeries and botox injections and will most likely continue to receive additional surgeries in order to treat her facial paralysis.

Manufacturer narrative:
The serial # of the involved e9010 drill is unknown. In addition, the involved device will not be returned for evaluation. A review of the device complaint history for (B)(6) showed there were no complaints or adverse event reports received for the allegedly involved e9010 in 2009. A review of (B)(6) account installed base information showed the facility owned a total of 2 e9010 high speed drills that could have been used at the time of this incident. The service/repair histories for these handpieces are listed below. Serial # (B)(4) was installed in sep-2000. A review of service/repair records show this device was serviced/repaired one time on may 19, 2011. Serial # (B)(4) was installed in sep-2000. A review of service/repair records show this device was serviced/repaired one time on march 29, 2011. Additionally, a review of the device complaint history showed there were no similar reports received. To date, both devices remain in use at the user facility. Device was not returned from the user.